Event description:
It was reported that the device's safety bar does not catch the safety hook. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection by a stryker medical field service technician was scheduled to be performed. However, the work order was canceled as the customer was unable to locate the unit. Based off trending complaints, it was determined that the alleged issue of the inability to catch the safety hook was likely due to a bent/deformed safety bar weldment. The issue was resolved for the customer by asking them to reach out to a stryker representative when the unit is located. Should the unit be located, a new work order will be opened.

Event description:
It was reported that the device's safety bar does not catch the safety hook. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.